Event description:
A 99% calcified lesion in the proximal left anterior descending artery was treated with rotational atherectomy and pre-dilatation with a 3.0mm x 9mm ptca balloon. A 3.0mm diameter by 18mm length s670 stent delivery system was then inserted, however, it was unable to cross the target lesion. The stent delivery system was removed and the lesion was dilated another time with the 3.0mm ptca balloon. The stent delivery system was re-inserted but still was unable to cross the lesion, therefore, it was pulled back from the coronary artery. During removal the stent was unable to be pulled into the guide. Therefore, the guide catheter and the stent delivery system were removed as a single unit. After the placement of a new guide catheter, a dissection was noted to the left main coronary artery. The dissection was treated with two s670 stents. The patient was reported to be stable post procedure. It was reported from the site that the dissection was caused from the guide catheter not the stent delivery system.